Event description:
The patient and cde called animas on (B)(6) reporting that the patient experienced a low blood glucose level and was taken to the emergency room. The patient was found unconscious in her car at 5 pm on(B)(6). She had taken a lunch break and does not remember passing out. A coworker called 911 and an emt treated the patient. She was brought to the ER of the hospital. The patient was told her blood glucose level was 37 mg/dl at the time of arrival at the ER. Her diagnosis at the time of admission to the ER was low blood glucose, hypothermia, and cardiac issues. The patient reportedly stayed in the hospital for three days due to the cardiac issue. The cde states the endocrinologist wants the pump reviewed to determine the possible reason for the low blood glucose level that occurred. The patient experienced a few low blood glucose levels each day previously and realized that she had changed the site selecting a new area of her body that she hadn't used before. She states her usual fasting blood glucose level is 120 mg/dl and ranges from 120-150 mg/dl during the day. She has not used the iob feature on the pump. She says she correct her blood glucose level by using 0.8 units of insulin to lower her blood glucose 100 mg/dl. She said she ate her breakfast at 11 am which is later than usual on (B)(6) and always boluses after eating. According to the pump history, she took a 2.55 unit bolus dose that day at 11:29 am. She is very sensitive to insulin and usually gets symptoms of confusion or shakiness when her blood glucose is going low. She denied she had any symptoms that day. She denied drinking alcohol that day and denies any weight, diet, or activity change. The patient has continued to use the pump since that day and denies any further blood glucose issues. The bolus and basal histories add up to their respective total daily doses. The patient confirmed she is never connected to the tubing during prime steps. This complaint is being reported because the patient reportedly changed her infusion site and suffered low blood glucose levels requiring treatment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the date of the reported event was (B)(6) 2012. The data from the time of the reported event is unavailable for review due to continued pump use. Daily insulin delivery totals were reviewed from (B)(6) 2012 and correctly reflect the programmed basal rates. There were no alarms or pump conditions indicating a malfunction recorded in the black box or alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not yet complete. There was no evidence of a pump malfunction at the time of the injury on (B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.